Event description:
A nurse reported to baxter (B)(4) that the spike got bent while connecting to the disconnect cap with the clean flash. The set had been used for 60 days. There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the root cause of the complaint cannot be determined. The returned sample returned did not show any visible bending or damage in plant evaluation, nor any functional leakage. The lot number is unknown; therefore, a batch review cannot be performed. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.